Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 435 mg/dl. The customer treated with 36 units of lantus. The customer had symptoms such as nausea and diabetic ketoacidosis. The customer stated that they were unable to remove the battery cap on their pump. The customer declined to troubleshoot for high readings. The product was returned for analysis.